Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had been stolen from the customer. The blood glucose reading was 574 mg/dl, which was treated with 10.4 units of insulin via manual injection. Troubleshooting could not be done due to the device not being present. Nothing further reported.